Event description:
The user facility reported that the injury (a 1/2-inch laceration above the right ear) occurred during initial positioning. The description stated "when placing the mayfield into the holder to secure the head the pin slipped and made a laceration above pt's right ear." The laceration was stapled closed and new mayfield disposable skull pins (same type as initially used) were installed in the clamp.